Event description:
It was reported that during a central venous stenting treatment procedure, stent migration difficulties were encountered. The customer reported that, "the tight, non-calcified target lesion was located in the slightly tortuous left subclavian / left brachiocephalic region. The reference vessel diameter is unknown. The access site was the right femoral using a 9f cordis sheath and a terumo stiff angle glidewire. No guide catheter was used. It was difficult to secure the stent in this region resulting in the stent deploying 40-60% into the superior vena cava (svc). While post-dilating the stent, it slipped entirely into the svc. The physician maneuvered the stent down to the distal inferior vena cava (ivc) - almost at the bifurcation of the distal ivc and the iliac. The trap-eze ivc filter was deployed in the ivc as protection against the stent migrating further into the central circulation. An express ld 10x37x75mm stent was then successfully placed at the target lesion site. The pt was asymptomatic during this event. No further intervention is planned with regards to the migrated stent. Current pt status is reported as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.